Event description:
Per biotronik rep brian sant, this system was removed due to pocket erosion. Per oos, this lead was replaced with a setrox s 53, system removed: philos ii dr, MDR 1028232-2008-01121. Setrox s 45, MDR 1028232-2008-01122. Selox st 53, MDR 1028232-2008-01125.